Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the therapy only seems to work when they are laying on their left side but every time they turn on their controller they see settings not available oor msg. Agent reviewed meaning of message. Patient confirmed the implant is charged and noted it has only used about 5% of the battery the last couple days. Agent reviewed role of rep as well as switching to a different therapy group in the meantime. The patient was redirected to their healthcare provider and mdt rep to further address the issue. Patient noted they also see a neurologist in their town for medication, but stated they have nothing to do with the scs device. When asked event date, patient reported as over the weekend. It was reported that patient was getting setting not available/oor when trying to turn to turn up the intensity of the stimulation, and experienced stimulation that would randomly work and then stop working. High impedance was detected on contacts 6, 11, 12, and 15 during an impedance check, which indicated a possible short. The patient continued to receive pain relief from the stimulator but was unable to turn up the intensity. The patient was provided with all new groups to avoid using the affected contacts and was instructed to try all groups to determine if sufficient pain relief continued. The patient denied any recent falls, pushing, pulling, or lifting heavy objects, and was unsure when the issue began. Cause of issue was unknown. No patient complications have been reported as a result of this event. Manufacturer representative (rep) reported they will provide any additional information as it becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.